Event description:
It was reported that the customer's insulin pump was blown up. He started to rewind his insulin pump, when he tried to fill the tubing it kept going back to rewind. The customer stated he delivered too much insulin and was hospitalize on (B)(6) 2015. His blood glucose level was 42 mg/dl. The customer received a compromised force sensor system alarm. He tried to prime the tube while being connected. The insulin pump was dropped/bumped prior to the alarm. The drive support cap was sticking out. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to leaking motor oil contaminating the motor home switch. The functional testing could not be performed due to the motor error alarms. The drive support disk was found loose and protruded. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.